Manufacturer narrative:
Received one (1) used. List #011-h1922, transfer set, pur w/clave¿; lot #14137744. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
On an unspecified date, a transfer set, pur w/clave reportedly became occluded during patient use. The reporter stated that when chemotherapy is administered, the filter empties but does not refill, which sets off the alarm in the administration device. The nurses are then forced to press themselves to fill the filter. The problem is encountered on several bags for different patients, different molecules, different manipulators and different days. There were no visible signs of malfunction, damage, stress, or wear with the device prior to the incident. No issues were found with the device during preparation. The device was stored at room temperature in the chemotherapy area. No external factors were noted. No other defect was found on the device. The event occurred in september, on multiple days. The medication involved in the event is nivolumab. There was patient involvement. The patient's information is unknown. There were no adverse events noted. There was no delay in critical therapy, only the extension of the patient's presence time. Nurses themselves had to press to fill the filter and the pharmacy had to deliver new tubing. There was patient involvement and no harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.